Manufacturer narrative:
A ge service rep performed an onsite investigation. The workstation power supply was evaluated and replaced. The voltage on video control pcb was readjusted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the sys intermittently failed to boot to a usable state. There is no report of death or serious injury associated with this event.